Event description:
The hospital biomedical engineer reported an issue with the mps2 console during use. The report stated that the perfusion department had issues with the console popping the vent valve during more than one procedure. The report stated that changing the delivery set did not cause the issue to stop. There were no patient complications reported as a result of the alleged issue.

Manufacturer narrative:
Follow-up with the complainant found that the facility had not returned the console. The console was still in use at the facility with no further issues occurring. Initial medwatch erroneously indicated hospitalization as an outcome attributed to adverse event of the form. This was a mistake as there were no reported patient complications associated with the complaint.